Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and breast reduction.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight, curved opening on radius and red particles in the gel. A visual and microscopic analysis was performed which identified sharp opening crease on radius, stress mark, wear abrasion and creases fold. Based on the device analysis the final assessment was a sharp crease opening on the radius side assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.